Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient went to the emergency room due to having an infection at ipg site. The physician believed that the infection was not procedure related and unsure if it was device related, cause was unknown. The patient was placed an antibiotics and was doing well.